Event description:
The patient was also treated with antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 13.0¿ from the pump housing. The distal portion of the pump cable containing the inline connector was also returned measuring approximately 9.0¿ in length. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The apical cuff was returned separate from the device. The sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow and outflow cannulas revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 25 minutes of data from 24sep2020. The lvad periodic log file contained data from 13sep2020 through 24sep2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2016. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Past driveline infections captured under MFR #s 2916596-2020-01556 and 2916596-2020-01616. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from driveline infections the whole time of support. After a stomach sleeve operation the situation improved. However, the infection reappeared. The hospital performed a pet CT which showed signs of infection on the whole part of the driveline and the pump. The hospital decided to exchange the pump. The exchange took place on (B)(6) 2020. There was no alarm for the event.